Event description:
Pt presented with a renal mass and had a laparoscopic renal cryoablation. He was initially extubated post procedure, but remained unresponsive and required re-intubation. He was transported to sicu where he developed myoclonic status epileptics and coma. Pt was placed on comfort measures and ceased to breathe on (B)(6) 2017.